Event description:
The patient is supported by heart mate ii lvad implanted (B)(6) 2013. It was reported that the patient was at home and received a red heart alarm on her epc controller while supported by the power module. The pump stopped and the patient experienced syncope and fell. The patient's husband switched the patient to her backup system controller and the patient regained consciousness. The patient was then brought to the hospital and was diagnosed with a subdural hematoma via a CT scan. CT reports the right subdural hematoma appears chronic, not acute, and patient reported 2-4 days headache prior to this event. Patient has history of low voltage advisories which were addressed on multiple occasions in outpatient clinic with hm ii equipment exchanges. Low voltage advisories continued as an inpatient on the new epc controller. Device manufacturer, thoratec, advised that the last option for troubleshooting the low voltage advisories would be to have patient exchanged to the pocket controller. This was completed during admission and patient has had no further low voltage advisory issues, red heart alarms, or pump stops. Manufacturer response for vad, heart mate ii (per site reporter): they have recommended change to pocket controller which was performed.